Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock. The implantable cardioverter defibrillator was sensing atrial events during blanking and categorized atrial events as ventricular events. Programming changes were made to resolve the issue. Patient was stable.